Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, that the clinical sales representative (csr) contacted the technical service engineer (tse) on behalf of the customer experiencing energy problems with monopolar and an error, c-30. The tse verified the c-30 errors in the logs. Before contacting tse, the customer attempted to power cycle the erbe, but the reported issue persisted. The tse guided the customer through a hard power cycle of the erbe, but the errors continued. The tse suggested using another vision side tower or a third-party generator, and the customer chose to switch to another vision side tower. The tse remained on the line while the customer connected the new vision tower, docked, and successfully fired energy, allowing the surgical procedure to continue. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem was confirmed using system error logs since error c-38, c-30 and m-11 were seen. Upon visual inspection there was no issue found that would be related to the reported event. The erbe was tested using system, the unit energized and cauterized all ports and instruments without an issue. The erbe logs found errors c-00 and m-11. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported complaints. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Updated: annex c - inv findings desc 1 to c22 - appropriate investigation findings term/code not available. Annex c - inv findings desc 2 to c070601 - deformation/distortion problem. Annex d - conclusion desc to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.